Manufacturer narrative:
Additional information was requested and not received. The device history records for the injected radiesse lot were not reviewed as the lot number was unknown.

Event description:
This spontaneous report was received from a patient who is an np at (B)(6). The patient was injected to the midface region in (B)(6) 2014. The patient reported that she had a good aesthetic result and had no problems post injection. Three days ago, on (B)(6) 2015 her cheeks became swollen, tender, erythematous, and indurated. The patient stated that the has a current sinus infection and recently had pneumonia and bronchitis. She is currently being treated with antibiotics for the sinus infection. They further discussed the possible etiology of a secondary infection related to patient's current and/or previous infections. The patient was at a meeting and approached dr. (B)(6) who then examined her. Upon examination, date not provided, the patient had a light blush of erythema on the right cheek with mild edema. The patient stated that she had taken a course of antibiotics for 10 days but did not finish them consequently the erythema and edema returned. It was explained to patient the possibility of an underlying infection since she had initially responded to an antibiotic. A three week course of cipro 500mg, along with biaxin 500mg was discussed. Sterile technique and avoidance of situations of general contamination while injecting were also discussed to prevent further risk of infection.